Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Based on the information available, the investigation did not identify a product problem. The root cause of the event was due to the customer not seeking an alternate method for testing her inr.

Event description:
The initial reporter alleged an adverse event occurred as the coaguchek xs meter was unavailable for use due to not receiving a replacement strip guide cover. The customer reported losing the strip guide cover on (B)(6) 2020 and called for a replacement. The customer continued to wait on the strip guide and did not test on the coaguchek xs meter or seek out an alternate method for testing her inr. The last inr result from the device prior to the event was 2.2 inr on (B)(6) 2020. On (B)(6) 2020 the customer noticed a large bruise on her wrist and went to the hospital where the laboratory result was 8.8 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer was treated with vitamin k. After being treated with vitamin k, the customer's inr was 1.1 inr from an unknown method and she was treated with heparin. The customer was hospitalized until (B)(6) 2020 and was discharged from the hospital with a prescription for lovenox shots.